Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was being used in a lap chole procedure on (B)(6) 2024, and ¿no harm to patient, did not extend surgery with any significance, seam failure on 8mm bag¿. The procedure was completed. Further assessment found "bag failure on the seam and gall bladder fell back into body". There was no indication of fragmentation, all portions of specimen were retrieved, and another bag was used. There was no report of injury, further medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event that the seam on the bag failed was confirmed. Examination of returned used devices trs-robo-8 (only the bags were returned) found that in each bag, the seam was undone, leaving big areas for specimens to fall out of the bag. Root cause cannot be determined, however, based upon IFU; a possible cause of this event could be excessive force when there was resistance. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 68 reports, regarding 70 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8, anchor tissue retrieval system device was being used in a lap chole procedure on (B)(6) 2024, and ¿no harm to patient, did not extend surgery with any significance, seam failure on 8mm bag¿. The procedure was completed. Further assessment found "bag failure on the seam and gall bladder fell back into body". There was no indication of fragmentation, all portions of specimen were retrieved, and another bag was used. There was no report of injury, further medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.